Event description:
It was reported to philips that the system failed to acquire images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency procedure was performed when the issue occurred, and the procedure completed as planned. The philips field service engineer (fse) visited onsite and confirmed that system unable to acquire images. Upon troubleshooting, fse found tube making noises when acquiring and it did not give an image. To resolve the issue, fse performed calibrations in the connectors of high-energy cables in the connection with the tube. After calibration of high-energy cables, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned and there was no impact on procedure. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.